Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 7 colony forming units (cfus) of streptococcus mitis and 64 cfus of non-pathogenic bacteria. The device was reprocessed and sampled again. The device tested positive for 18 cfus of streptococcus salivarius and 10 cfus of non-pathogenic bacteria. It was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where deviations from instructions for use (IFU) were identified: -a/w feeding into a/w channel was performed without using mh-948 during pre-cleaning. -no brushing of suction cylinder during manual cleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from:a/w channel. Cfu:1 cfu/ml. Bacterial identification:micrococcus species. The device was evaluated where additional reportable event of foreign material adhered was found foreign material adhered to air /water (a/w) cylinder, a/w channel, and in the auxiliary water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." ¿reprocessing manual_ reprocessing the endoscope(and related reprocessing accessories): -precleaning the endoscope and accessories_ flush the air/water channel with water and air -manually cleaning the endoscope and accessories_ brush the channels¿ olympus will continue to monitor field performance for this device.